Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was placed under general anesthesia. Pre-procedure transesophageal echocardiogram (tee) imaging was performed and the left atrium (la) showed to be smokey in appearance. There was a questionable area in the posterior wing lobe of the laa that appeared to be either thrombus or pectinate, but the physicians were confident it was pectinate. Venous access was obtained and a full dose of 10,000 units of heparin was given. Transseptal access (tsp) was performed using a watchman fxd curve access system (was) and versacross connect (vcc). The activated clotting time (act) was drawn 8 minutes after administration, and the result was 317 seconds. Both was and vcc was advanced into the la, and a pigtail catheter was advanced into the laa, and angiogram was performed. Within 20 seconds of the angiogram, a floating mobile thrombus was seen in the la. The physicians removed the pigtail catheter, retracted the was back towards the septum, and aspirated at least 20ml of blood. A glidewire was advanced through the was to keep transseptal location and the was removed. The aspirated blood contained a thrombus that was visually seen on gauze outside of the patient, with no additional clots found within the was after flushing. The procedure was aborted. The physicians decided to resume eliquis medication in response to the thrombus. The patient woke up from anesthesia free of any neurological changes or complications or issues with moving extremities. Post procedure echocardiogram noted there to be some retained thrombus still within the laa, despite the mobile, embolized thrombus during the procedure. The patient was discharged home.